Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient clarified the stimulation would turn off before the implant battery was low. Patient reported every time they went to charge, the stimulation was off and more than 50% battery was left. Patient reiterated they spoke with their manufacturer representative, who thought the issue was their controller. Patient noted the issue wasn't resolved, and they didn't know what else would be done to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their back stays sore all the time where it is next to skin.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator. The reason for call was patient stated that for quite some time they have been having trouble with their system. Patient stated that every time they charge their implant and turn it on, it says stimulation is off. Patient added that they just turned it back on and eventually it will say stimulation is off again. Patient stated that even after they charge the implant fully the controller will still show stimulation is off. Patient noted that they just called mdt rep and rep said to get the controller replaced. Agent asked patient if they notice what the battery level of the implant is at when the stimulation turns off and patient did not answer. Agent reviewed with patient that stimulation does turn off automatically when the implant battery goes below 30%. Agent recommended keeping a diary of when stimulation shuts off and what the implant battery level is at. Patient abandoned the call to go to a doctor's appointment and put their spouse(patient rep, to be referred to as caller) on the phone. Agent attempted to gather controller serial number with caller, but caller was unable to open the controller battery compartment. Agent advised caller to call back if they need further assistance. Additional information was received from the manufacturer representative. Rep reported they did not speak to the patient nor did they have records of seeing the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.